Manufacturer narrative:
The following devices were also listed in this report: primary tritanium hemi solidback cup 58mm; cat# 500-03-58f; lot# j17npd. Size 7 accolade ii 132 deg; cat# 6720-0737; lot#50191402. V40 cocr lfit head 40mm/-4; cat# 6260-9-040; lot#mkpr4j. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient's friend called and stated that patient started experiencing pain about a year after surgery.